Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's most recent implant felt like it was turning on and off internally. They turned stimulation down twice, and it was less obvious but they could still feel it. The patient was directed to follow-up with their healthcare provider. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
"Product problem" originally coded in error. Text box has been updated to reflect actual value. If information is provided in the future, a supplemental report will be issued.